Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (1000 mcg/ml at 400 mcg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that the patient had a refill yesterday ((B)(6) 2020) and it was found that the pump had tilted. The hcp was concerned that a couple of sutures broke loose. Per the hcp, the patient was heavy. He stated that he was able to access the pump using fluoro noting that the needle angle was significant. He thought the refill went well otherwise. Shortly after, the patient became nauseated and vomited. The patient was hospitalized and monitored. The hcp felt that he may have done a partial pocket fill. The patient was stable now ((B)(6) 2020). No further complications have been reported as a result of this event.